Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was not impacted. Reportedly, the customer was always able to load a cartridge successfully. The customer reported reverting to manual injections (mi). The customer occasionally took pump breaks and converts to mi for therapy instead. The customer did not allege any issues with the pump.